Event description:
Site indicated subluxation/dislocation-patellar/femoral. Moderate severity. Definitely not device related. Rehospitalized for surgical site/orthopaedic complication. Treatment: revision/component removal: tibial insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.